Event description:
It was reported that the occlusion alarm was activated. This occurred during priming. There were no reported patient involvement and no harm or adverse event.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the occlusion alarm was activated¿ was not confirmed. The measured values were within product specifications. A "high pressure" alarm was recorded in the event log multiple times. The device was returned to the customer with no repair provided because no reported issue was observed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.